Event description:
While reporting issues with multiple accu-chek inform ii meters, the customer stated that they received erroneous results for one patient tested with accu-chek inform ii meter serial number (B)(4). At 7:28 a.m., the glucose value was 33 mg/dl. At 7:30 a.m., the glucose value was 257 mg/dl. The 257 mg/dl value was believed to be accurate as the patient's normal glucose range is 230 - 240 mg/dl. No adverse events were alleged to have occurred with the patient. The patient did not receive any treatment based on the meter results. The meter controls were within range within 24 hours of the event. The customer's product was requested for investigation.

Manufacturer narrative:
No product was returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. No information was provided that would point to a cause for the result discrepancy. The investigation could not identify a product problem. The cause of the event could not be determined.